Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed grip cable between distal pulley and the yaw pulley area. In addition, the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found indentations at the edge of the distal pulley and scratches on the surface of the pulley. No other damage was found. Failure analysis concluded that the indentations were likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed and the broken cables could likely cause or contribute to an adverse event, if the malfunction were to recur. Customer reported complaint of frayed cable is replicated/confirmed . Instrument pitch cables is broken - distal. Broken cable looked frayed to customer. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. / additional observation not reported by site is that the instrument grip cables is frayed - distal. Grip cable is frayed between distal pulley and the yaw pulley area. / additional observation not reported by site is that the instrument distal pulleys is mechanical indentations/burrs. There are indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. / evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. / instrument has 7 uses left. No other damage found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a frayed cable was identified at the wrist of the pk dissecting forceps instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.